Manufacturer narrative:
Eval of the returned cartridge confirmed a leak occurred in the arterial cap on the filter. Review of device history records revealed the lot of cap components met all specification requirements. Mechanical integrity testing of retained samples met all acceptance criteria. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
Pt identifiers were not provided by the reporter. The nurse reported a blood leak occurred at the filter during an extended crrt treatment. Treatment was discontinued. No medical intervention was reported.